Manufacturer narrative:
Continuation of medical devices: 459888 lead implanted: (B)(6) 2018; 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and fell into the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.